Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. A set screw was missing. (B)(4).

Event description:
It was reported that the device failed defibrillation threshold (dft) testing when a single coil right ventricular lead was present. The lead was explanted and replaced with a dual coil lead, but dft testing failed again. Another defibrillation lead was implanted and y adapted to the dual coil lead. As the physician was inserting the y adaptor into the device, there was a setscrew issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.